Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their display was ramping up. The customer also reported their buttons were unresponsive. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. The customer reported possible moisture exposure to the insulin pump. Customer has already reverted to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.